Event description:
It was reported that during a percutaneous coronary intervention treatment procedure withdrawal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous left main trunk. The 10/4.00 flextome monorail cutting balloon was successfully inflated and deflated. When the device was withdrawn into the 7f non-bsc guide catheter resistance was encountered. The physician inflated the balloon "a little" and then deflated it slowly. After 30 seconds, the physician again tried to withdraw the device into the guide catheter, however, resistance was again encountered. The physician then pushed the guide catheter distal to the lesion. Resistance was encountered however, the balloon was successfully withdrawn. Upon removal it was noted that there was a slit in the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the flextome balloon was received for analysis. A jl35 0.081 inch guide catheter was also returned. A visual examination identified solidified contrast media within the balloon and inflation lumen. Attempts to insert a 0.014 inch guide wire were unsuccessful as the inner lumen was kinked approximately 18mm from the catheter tip. Positive pressure was applied to the flextome device using an encore inflation unit in an attempt to inflate the balloon however this was unsuccessful due to the solidified material. The device was soaked in warm water in an attempt to soften the material however this was unsuccessful. It was not possible to confirm if the device could be withdrawn into the returned guide catheter due to the condition of the returned device. A visual and microscopic examination of the balloon observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The guide catheter tip was slit/cracked for approximately 3mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure withdrawal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous left main trunk. The 10/4.00 flextome monorail cutting balloon was successfully inflated and deflated. When the device was withdrawn into the 7f non-bsc guide catheter resistance was encountered. The physician inflated the balloon "a little" and then deflated it slowly. After 30 seconds the physician again tried to withdraw the device into the guide catheter, however resistance was again encountered. The physician then pushed the guide catheter distal to the lesion. Resistance was encountered however the balloon was successfully withdrawn. Upon removal it was noted that there was a slit in the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).